Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had failed calibration test. No patient injury was reported.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the device passed the occlusion sensors calibration and, after running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause of the reported issue is unknown as no fault was found. No actions were taken. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 01-oct-2021 for housing damage. This complaint could not be confirmed, so the previous repair did not adversely impact the pump.